Manufacturer narrative:
Section h3: our field service engineer (fse) was onsite to perform a preventative maintenance on the system. Fse aligned the system and completed the preventative maintenance. System was performing to specifications. No further information provided. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported by the customer that there was a mode lock error during treatment, which interrupted the continuation of the treatment process. Based on the follow up response we confirmed that the laser would not recover in a reasonable time and procedure was completed with photorefractive keratectomy (prk) and no negative results. There was no patient injury. No further information was provided.